Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he was in the emergency room for 7 hours. The customer experienced a high blood glucose level of 370 mg/dl. The customer had ketones and was vomiting. His blood glucose level was treated with basal, bolus, and IV. The device was not returned.